Event description:
Synergy china registry. It was reported that total heart failure occurred. In (B)(6) 2022, the subject was referred for cardiac catheterization and the index procedure was performed. The target lesion #1 was located in the middle left circumflex artery (lcx) extending up to distal lcx with 90% stenosis and was 46 mm long, with a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre-dilation and followed by the placement of 2.75 mm x 28 mm overlapped with 3.50 mm x 24 mm synergy stent systems. Following post dilation, the residual stenosis was noted to be 0%. The target lesion #2 was located in the proximal right coronary artery (rca) extending up to mid rca with 100% stenosis and was 60 mm long, with a reference vessel diameter of 3.5 mm. The target lesion #2 was treated with pre-dilation and followed by the placement of 2.75 mm x 38 mm overlapped with 3.50 mm x 28 mm synergy stent systems. Following post dilation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and prasugrel. In (B)(6) 2022, the subject was diagnosed with total heart failure and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Eight days later, the subject was discharged with aspirin and prasugrel. At the time of reporting, the event was considered to be recovering and resolving.